Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 250 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pods cannula was bent. The patient had experienced nausea and vomiting. The patient reports having a stomach virus. As treatment, the patient applied a new pod prior to going to the hospital. Once at the hospital the patients reports blood glucose level was between 160-180 mg/dl. The patients parent administered 1.5 units of insulin with the new pod applied. The patient was treated with both saline and zofran. The patient was released from the hospital after 8 hours.